Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen had been fading for the past few weeks and had gone blank today after a battery change and would not display despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: investigators were unable to duplicate "blank" display screen. The display screen is functional. Black box/alarm history shows no indication of malfunction related to complaint. Observed intermittent responses to button presses on all buttons and required multiple button presses to engage a response. No visible damage on the keypad but the keypad was worn. Evaluation revealed contamination under the contacts of all buttons. Observed vibration motor failure. Opened pump to examine and test vibration motor. Testing confirmed motor inoperable. Observed evidence of moisture ingress. Moisture residue on vibration motor and other internal components and pcbs.